Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead, implanted for 276 months, and an ra and rv lead, implanted for 168 months, due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction during the procedure. Multiple spectranetics devices were also in use. Upon extracting one of the ra leads, the physician noted an effusion via transesophageal echocardiography (tee). Due to the size of the effusion, the electrophysiologist and cardiothoracic surgeon felt comfortable extracting the remaining three leads while keeping an eye on the effusion, as it was necessary to remove all the leads since the indication for lead removal was infection. The remaining three leads were successfully extracted but anesthesia did have to give pressors to help manage the patient's blood pressure. After all leads were extracted, the physicians performed a sternotomy and repaired an ra perforation. The repair was successful and the patient survived the procedure. This report captures the lld present within the first ra that was extracted, providing traction when an ra perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.